Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 catheter was returned for evaluation. The catheter was noted to be loaded into an unknown sheath. No specific other anomalies were noted in the catheter during the visual examination. On the functional testing, negative pressure was applied before attempting to remove the balloon. However, the attempt was unsuccessful, and the balloon was not able to be removed from the loaded sheath. No further functional testing was performed. As the returned catheter was loaded into an unknown sheath and during the functional testing, the loaded catheter was unable to remove out of the sheath, the investigation was confirmed for reported difficulty of removing the catheter from the sheath. A definitive root cause for the reported difficulty removing the catheter from the sheath could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 01/2026), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the cephalic arch lesion via the radial artery, the balloon allegedly could not be removed from sheath. It was further reported that the sheath and balloon was removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly could not be removed from sheath. It was further reported that the sheath and balloon was removed as one unit. There was no reported patient injury.